Event description:
Had high sugars for 2 weeks [blood glucose increased], not getting the full amount [incorrect dose administered by device], insulin leaked out [product leakage], cartridge cracks [device breakage], lost "lots" of weight recently [weight decreased]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "had high sugars for 2 weeks (blood sugar increased)" with an unspecified onset date, "not getting the full amount (partial dose delivery by device)" with an unspecified onset date, "insulin leaked out (product leakage)" with an unspecified onset date, "cartridge cracks (cartridge cracked)" with an unspecified onset date, "lost "lots" of weight recently (weight loss)" with an unspecified onset date, and concerned a male patient who was treated with novorapid penfill (insulin aspart 100 u/ml) from unknown start date for "product used for unknown indication", novopen 6 (insulin delivery device) from unknown start date for "device therapy". Patient's height, weight and body mass index were not reported. Medical history was not provided. On an unknown date the dose was dialed, end of the pen was pushed down and then the cartridge cracked and insulon leaked out so patient did not get the full dose. Due to this, patient lost "lots" of weight recently. Patient's have had high sugars for 2 weeks and started to feel sick as patient's sugar (blood glucose) was at "30 odd" (unit not reported). Batch numbers: novorapid penfill: requested, novopen 6: requested. Action taken to novorapid penfill was reported as unknown. Action taken to novopen 6 was reported as unknown. The outcome for the event "had high sugars for 2 weeks (blood sugar increased)" was unknown. The outcome for the event "not getting the full amount (partial dose delivery by device)" was unknown. The outcome for the event "insulin leaked out (product leakage)" was unknown. The outcome for the event "cartridge cracks (cartridge cracked)" was unknown. The outcome for the event "lost "lots" of weight recently (weight loss)" was unknown. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.

Event description:
Case description: investigation results name: novopen 6, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Name: novorapid penfill 3 ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following investigation results updated device tab: is non-reportable and malfunction fields updated to no EU/ca tab: final report check box ticked and expected date of follow up report removed device addendum tab: annex b c d g codes updated event assessment tab: company causality updated narrative updated accordingly. Final manufacturer comment: 01-jul-2025: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Batch number of the device unavailable despite repeated efforts to find the same. No batch trend analysis or reference sample analysis performed. No other confounding factors identified. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 6. H3 continued: evaluation summary name: novopen 6, batch number: unknown no investigation was possible, because neither sample nor batch number was available.